Event description:
My daughter has severe nose bleeds, red rash on her chin and cheeks. She also gets headaches and has trouble concentrating in school. She is masked for 9+ hours daily. We took her to the doctor and received a medical mask exemption but the school superintendent will not honor it. He is requesting her medical records from (B)(6) 2020-now. I will not provide that information to anyone, it is private. (B)(6). FDA safety report ID# (B)(4).